Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange at home on (B)(6) 2025. They went to the clinic the same day to be assessed. It was communicated on (B)(6) 2025 that the heartmate touch was interrogated, and the patient had five low voltage alarms on (B)(6) 2025 at 16:00. The patient stated they went onto batteries that morning. It was stated that the reason for the controller exchange was that the patients spouse panicked and changed the controller due to damage on the power leads.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage alarms and damaged power cables was unable to be confirmed. Log files were not submitted review. The system controller ((B)(6)) was not returned for testing. Additionally provided information indicated that the user had 5 low voltage alarms (B)(6) @ 1600 per heartmate touch interrogation. The reason for the exchange was determined to be the damage on the power cables. Additionally provided information also indicated that the alarms resolved with the controller exchange. A root cause for the reported events could not be conclusively determined though this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low power advisory and low power hazard alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The alarms resolved after the exchange.